Event description:
It was reported that (9) devices were used during a laparoscopic splenectomy. It was reported by the affiliate that the (5) 1seal's and (3) 512on trocars broke easily after first inserting a ets- flex device. Also a hdh05 was being attached to handpiece and torquing with the wrench, plastic part then had a crack and the device emitted a strange noise and stopped functioning. New trocars and the hdh05 were replaced and completed the case without further incident. There was no consequence to the pt.